Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) level was "high", although a specific value was not given. Customer had not addressed their bg level at the time of troubleshooting with tandem technical support. The customer reverted to an alternate method of insulin therapy.